Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient saw the neurologist and a rep today. The rep said the patient's ins had been turned off for a while, possibly 2 years. The patient did not know the ins was off. The rep said it may have been turned off to emi. It was also mentioned that the ins had not been helping with the patient's shaking for the last few years.